Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the on/off switch is causing no alarm function. He requested replacement parts. No further information provided.